Event description:
Additional information received confirmed that there was no blood leak, there was a dialysis solution leak. The multifilt rate pro machine was being used during treatment. It was confirmed that there was no blood loss. There was no visible damage on the dialyzer. The dialyzer connections were confirmed to be tight and free from defect or damage. The patient¿s treatment was completed on the same machine with new supplies. No further details provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Since the failure rate of the batch under review is lower than the calculated upper control limit and no negative trend is observed, a trend only investigation completed. Investigation revealed that there is no adverse trend. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
Additional information received confirmed that there was no blood leak, there was a dialysis solution leak. The multifiltrate pro machine was being used during treatment. It was confirmed that there was no blood loss. There was no visible damage on the dialyzer. The dialyzer connections were confirmed to be tight and free from defect or damage. The patient¿s treatment was completed on the same machine with new supplies. No further details provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that hemofilter leakage occurred five minutes into a continuous renal replacement therapy (crrt). There was no patient injury or medical intervention reported. A photo received indicated the reported event could potentially be a blood leak. The sample was not available to be returned for evaluation. Additional information requested but has not been obtained.